Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. During the procedure, the surgeon experienced a shard penetration. There was no adverse patient consequence reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.